Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute integrity (rx) drug eluting stent to treat a bifurcation lesion in the lad exhibiting greater than 50% stenosis, none/ mild calcification and less than 45 degrees vessel tortuosity. During the index procedure, the lesion was pre-dilated followed by the placement of the resolute integrity stent. The physician proceeded to post dilate the lesion. It was reported that a suction catheter was inserted to address thrombus that had occurred distally of the stent after implantation, however it failed to cross through and got stuck at the proximal edge of the resolute integrity stent resulting in deformation of the edge of the stent. No further patient complications were reported.